Event description:
Customer reported that the insulin pump's screen was scratched and difficult to read. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Unit received with cracked case at display window corners. Unit received with severely scratched lcd window. (B)(4).